Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing at times during atrial high rate events on stored electrograms (egms). The lead remains in use. No patient complications have been reported as a result of this event.